Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Residual calcification was observed on the lead at the tip. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) while the right automatic threshold test was being performed. Boston scientific technical services (ts) recommended further review. Further information was received that this lead was explanted and replaced due to high capture thresholds. No additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) while the right automatic threshold test was being performed. Boston scientific technical services (ts) recommended further review. Further information was received that this lead was explanted and replaced due to high capture thresholds. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) while the right automatic threshold test was being performed. Boston scientific technical services (ts) recommended further review. No adverse patient effects were reported. At this time, this lead remains in service.